Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep. Update rec¿d (B)(4) 2014¿ pfs and medical records received. Part/lot was provided. A dor was provided and this complaint is for the right hip. After review of the medical records the revision operative note confirmed metallosis. The note also stated the cup wasn't anteverted enough with some impingement so the cup is now being reported. The note also mentioned that after they placed a face changing liner it corrected the impingement. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 5/22/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A worldwide complaint database search for the added cup did not find any other reported complaints for the provided lot code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.